Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, and a r-wave amplitude measurement issue was observed. Continuation concomitant medical products. Model: 5076-52, lead; implanted: (B)(6) 2007.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for rising/high impedance and rising/high thresholds. Diminished r-wave sensing was also noted. Reprogramming was completed and the lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, and undefined pacing impedance. A lead fracture is suspected. The lead was cut and capped and a new rv lead was implanted. No patient complications have been reported as a result of this event.